Event description:
Description of event according to the initial reporter: component separation between unspecified tx2p and main body. Component separation with endoleak. Patient outcome: no information has been received.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Investigation is still in progress.

Manufacturer narrative:
Manufacturer ref# (B)(4). Additional information provided determined that this device was manufactured by william cook australia. With the submission of this follow up report, william cook europe informs that this complaint has been transferred to william cook australia. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 17jan2022: patient had a visceral branch implanted on (B)(6)2006 to treat a type ii thoracoabdominal aneurysm. The patient had a long complicated post-operative course and was discharged briefly to a rehabilitation center after the hospitalization. The patient was recently transferred to hospital from an outside institution complaining of abdominal pain. The CT scan performed demonstrated a large type iii endoleak associated with component separation of the main body (fenestrated component) from the proximal thoracic component. On (B)(6)2008, the subject was brought back to the operating suite where a proximal extension was placed to correct the endoleak. At the reminder of the case the subject was free from the type iii endoleak and was taken to the ICU in stable condition. The subject was discharged to a skilled care facility on (B)(6) 2008. (B)(6) 2009 the subject cancelled the follow up appointment and has not rescheduled despite our numerous attempts to contact the subject. Patient expired on (B)(6)2011. Patient outcome: no information has been received